Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found to be fractured last year. The lead also exhibited oversensed noise that resulted in pacing inhibition. No asystole occurred. The lead was programmed off, but the patient did not tolerate the programming well. As the existing device was being changed out, a revision was also performed on this lead. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.